Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 306546 and lot number 1244145. The review detected records of non-conformance associated with dry barrels during the production process. An issue with one of the siliconization units occurred during the manufacture of this lot number. This issue could have resulted in an incorrect dose of silicone being supplied onto the syringe barrel. Although this issue was resolved at the time of occurrence, it is possible that a limited amount of material went undetected prior to the containment. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: these flushes are very difficult to flush. The plunger appears to be getting stuck. This is causing nurses to replace IV lines when it is not actually needed.